Event description:
Redness at the lead location was also reported.

Event description:
It was reported that there was a possible infection and the patient was prescribed antibiotics. There was no alleged product issue. No diagnostic testing or troubleshooting was performed, it was not required. There were no cultures obtained. The patient had a follow up scheduled on (B)(6) with the healthcare provider (hcp). It was discussed that if the drainage did not clear up by then that the patient may need to be taken back to the operating room to washout the incision. There were patient symptoms or complications associated with the event. There was drainage/incisional wound opening and an infection, unknown what type of infection. No cultures taken, antibiotic treatment was necessary. The date of onset/diagnosis of the infection was (B)(6) 2015 and it occurred post-operative. The location of the issue or symptom was the lead location. It was later reported that the patient saw the hcp and the hcp noted the incision looked better. They would follow up with the patient a week later. The manufacturer representative (rep) reprogrammed the patient the day of the report and the patient was very pleased with coverage. The patient was also reeducated on charging and the importance of it. The patient cancelled the follow up with the hcp for that week. At the last appointment, the hcp instructed the patient to cancel if the incision was better and there was no drainage. The patient reported that there were no signs of infection at the site and there was no drainage. The patient rescheduled the follow up with the hcp to (B)(6) as instructed.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Concomitant products: product ID 39286-65, serial # (B)(4), implanted: (B)(6) 2015, product type lead; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2015, product type lead; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 97754, serial # (B)(4), product type recharger; product ID 97792, lot # n475376, implanted: (B)(6) 2015, product type accessory. (B)(4).